Event description:
It was reported that while using the bd instrument max clinical a lid fall was observed by the laboratory personnel. There was no report of impact. Assays used: unspecified " it was reported that door doesn¿t¿ stay open .they need to be two persons to start a run and it is not safe. ".

Manufacturer narrative:
H.6. Investigation: a complaint of "door doesn't stay open" was reported against material number: 441916 instrument max clinical, serial number: (B)(6). Field service engineer (fse) was dispatched, interior skins were removed and gas spring for door was found detached from hinge. No physical damage was observed by the fse. Gas spring was reattached and tightened to resolve the issue. The complaint is confirmed and the root cause is related to "detached gas spring". Review of device history record for instrument serial number ct0750 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 5/18/2017. Quality did not receive samples for this investigation and thus, sample analysis did not occur. Service history review was performed for the instrument ct0750 and no additional work orders were observed for the complaint failure mode reported. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical a lid fall was observed by the laboratory personnel. There was no report of impact. Assays used: unspecified "it was reported that door doesn¿t¿ stay open .they need to be two persons to start a run and it is not safe."